Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the set screw was backed out too far on the rocker arm. He adjusted the set screw to the proper depth to repair the bed.